Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient was anesthetized using multiple injections of lidocaine superficially. Physician stated 3-4 days post-procedure, patient reported a loss of motor function of his right thumb and index finger. He could not form a ring with index finger and thumb. Both fingers could only be moved barely, no bending was capable. During the procedure, the patient felt localized pain from the heating. As a result, the physician re-injected additional anesthetic at certain spots. The patient didn't complain of any tingling below elbow down to fingertips. The physician was unsure whether the motor function was affected immediately after the procedure. Post procedure, the physician prescribed analgesic and a (topical) steroid. Approximately 10 months later, the physician said the status of the patient is still getting better and expected to resolve slowly.